Event description:
Customer reported that the pt got out of bed and stepped on the cushion, the cushion slid out from under the pt's feet causing the pt to fall. There were no serious injuries reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: instructions for use state: inform resident and staff to take care when stepping on or off of the cushion to avoid tripping. Follow your facility's procedures for cleaning spills in pt care areas. Do not place floor cushion on or around damp or wet areas. Clean spill on, around or under floor cushions. Liquids under floor cushions may cause a slip and fall accident. (B)(4).